Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) inappropriately recorded two signal artifact monitoring (sam) episodes after an ablation procedure. No changes were performed. This device remains in service. No further adverse patient effects were reported.